Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. Despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown unexpectedly. The customer's biomedical engineer will repair the iabp. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. The customer's biomedical engineer will make any repairs required. A supplemental report will be sent upon receiving additional information. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown unexpectedly. The customer's biomedical engineer will repair the iabp. It is unknown if there was any patient harm/injury; however there was no adverse event reported.